Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call of high blood glucose readings, blank display, bolus stopped alarm and cracked battery cap from the insulin pump. The customer's blood glucose reading was 444 mg/dl. The customer injected with dye for a test and has been running high for the past week. The customer stated that he was hospitalized two months ago with blood glucose of 1050 mg/dl. The customer stated that the display is currently blank. The customer stated that the display was not blank less than 30 seconds. The customer was advised that a battery out limit alarm will occur after the pump rest. The customer was advised to insert new (B)(6) alkaline battery. The customer stated that the display did return. The customer was assisted in rewinding the pump. The customer was advised to call back.